Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated after coronary bypass surgery, to a patient who needed inotrope and iab support. The customer placed the iab catheter by measuring the left groin from the right groin, however, the balloon did not inflate after connecting to the iab pump (iabp), and there was a gas leakage alarm generated. A few attempts were made to solve the problem, however the customer removed the catheter. There were no issues in removing the iab. In order to ensure the patient's hemodynamic stability, a new iab catheter was inserted in the patient. The patient was taken to the intensive care unit with the new catheter. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. Five kinks were observed on the inner lumen within the membrane approximately ranging from 5.6cm to 10.4cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and a leak was detected on the membrane approximately 27.2cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Manufacturer narrative:
A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4). Record # (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated after coronary bypass surgery, to a patient who needed inotrope and iab support. The customer placed the iab catheter by measuring the left groin from the right groin, however, the balloon did not inflate after connecting to the iab pump (iabp), and there was a gas leakage alarm generated. A few attempts were made to solve the problem, however the customer removed the catheter. There were no issues in removing the iab. In order to ensure the patient's hemodynamic stability, a new iab catheter was inserted in the patient. The patient was taken to the intensive care unit with the new catheter. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4) , record # (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated after coronary bypass surgery, to a patient who needed inotrope and iab support. The customer placed the iab catheter by measuring the left groin from the right groin, however, the balloon did not inflate after connecting to the iab pump (iabp), and there was a gas leakage alarm generated. A few attempts were made to solve the problem, however the customer removed the catheter. There were no issues in removing the iab. In order to ensure the patient's hemodynamic stability, a new iab catheter was inserted in the patient. The patient was taken to the intensive care unit with the new catheter. There was no reported injury to the patient.